Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: 383059 lead, implanted: (B)(6) 2012, 4575-453 lead, implanted: (B)(6) 2012, 5867-3m adaptor, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a low impedance alert was triggered on the right ventricular (rv) lead. It was noted that impedance trends had been low but stable for twelve months and that in office testing could not produce a low impedance results. No intervention was required and the rv lead remains in use. No patient complications have been reported as a result of this event.